Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The implant surgeon at the hospital reported to the sales representative that, "a pt underwent for an anticipated revision surgery because of a potential presence of metallosis."